Event description:
It was alleged that the tip of the device was sparking. The procedure was successfully completed using a back-up device. No patient or user injury was reported in relation to this incident.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors unrelated to the manufacture or design of the device that could contribute to the reported complaint include maintaining the recommended suction and/or ensuring saline delivery is only intended to facilitate the formation of plasma. When the recommended suction pressure is not used, it may give the user the perception that the device is ¿sparking¿. This occurs when the wand is burning off the residual fluid on the distal tip. The instruction for use (¿IFU¿) contains warnings and precautionary statements to adhere during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.